Manufacturer narrative:
H3, h6: it was reported that, after a total knee arthroplasty surgery had been performed on an unknown date, the patient experienced loosening in the femur implant. This adverse event was treated by revision on (B)(6) 2023. Patient is in a healthy condition. The device intended for use in treatment was not returned for investigation. A product evaluation was not possible. No batch number was communicated so the production history review was not possible. Due to insufficient information it is not possible to perform a review of past corrective actions. As the batch and product numbers are unknown, it is not possible to perform a complaint history review. Due to insufficient information it is not possible to determine a revision of the risk associated to the alleged device. Insufficient information was made available to determine the revision of the instructions for use applicable to the device at the time of manufacturing. However, a review of the current revision was conducted and it revealed that the instructions for use (lit. No. 12.24, ed. 03/21) states "loosening of implant not related to bone-ingrowth" as a ¿potential medical device problem¿ in combination with the implantation of a knee prosthesis. No clinically sufficient data was provided to perform a medical investigation. The performed investigation does not lead to an accurately determined cause. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to indicate factors which could have contributed to the reported event. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after tka surgery had been performed on an unknown date, the patient experienced loosening in the femur implant. This adverse event was treated by revision on (B)(6) 2023. Patient is in a healthy condition.